Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient enrolled in a clinical study underwent a revision breast augmentation with a 315cc mentor memoryshape breast implant and experienced postoperative left-sided rupture. The patient underwent bilateral removal and replacement with two 375cc mentor memorygel breast implant prostheses (catalog #:3503754bc, left serial #: 9582591-060, right serial #: 9478408-005) on (B)(6) 2021. Upon explantation, the left-sided rupture was observed. At the time of this report, it is unknown as to why the patient underwent the revision surgery. Multiple attempts were made for clarification. However, no response has been received. If additional information is received in the future, a supplemental report will be submitted.

Manufacturer narrative:
On 22-aug-2021, the investigation on the suspected medical device was completed. On 25-aug-2021, it was found that the patient's information was omitted from the initial report. Investigation summary: mentor conducted a visual inspection and microscopic examination. During visual evaluation, a tear was observed in the anterior view measuring approximately 6.5 cm. Microscopic examination was performed, and the cause of the tear could not be identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4) the patient is caucasian. The weight of the patient is 117 lb. The relevant fields have been updated.